Event description:
It was reported that following an implant procedure, it was discovered that the spinal cord stimulator (scs) paddle lead had high impedances. The patient underwent an scs paddle lead replacement procedure. There were no reported complications postoperatively.